Manufacturer narrative:
Potential lot numbers are dr16g09040 and dr16g30020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink administration set had a disconnection issue. The issue occurred during pre-operative procedure. The medication being infused was crystalloids IV fluids at the time of the disconnections. No additional information was available.

Manufacturer narrative:
Mfg date: (B)(4) was manufactured 07-11-2016; (B)(4) was manufactured 07-20-2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no leaks identified. The device was found to operate per specification. A batch review was conducted for each potentially associated lot and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.